Event description:
Balloon syringe on the pulmonary artery catheter had blood inside and was not locked (balloon rupture).

Event description:
Balloon syringe on the pulmonary artery catheter had blood inside and was not locked (balloon rupture).